Event description:
Following the information received the head side rail was partially detached from the enterprise 9000x bed frame (two of four screws became detached). It was indicated that the user pulled strongly on the side rail to move the bed. There was no patient in the bed at the time of the event. No injury was reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified of an incident involving the enterprise 9000x bed. Based on the information received, the side rail was partially detached from the bed frame (two of the four screws had been detached). It was indicated that the user pulled on the side rail to move the bed. The problem occurred while the bed was being transported. There was no patient in the bed at the time of the event. No injuries were reported. The bed was repaired by an arjo service technician. The faulty part was replaced. The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the information received and the bed frame condition, confirmed by the arjo representative¿s evaluation. Upon interviewing the facility personnel, it was stated that the damage occurred while one of the staff members wanted to move the bed by pulling on the side rail. According to enterprise 9000x instructions for use (IFU, 746-591 rev. 11): "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories". Arjo device failed to meet its performance specification since the side rail panel detached partially from the side rail mechanism. There was no allegation of any patient involvement. The complaint decided to be reportable due to the side rail partial detachment.